Manufacturer narrative:
E1: initial reporter address - (B)(6). Four (4) devices were received for evaluation. A visual inspection was performed, and it was observed that there was a cut in the tubing. Pressure test and clear passage under water was performed, and it was noted that there was a leak observed from a cut in the tubing. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of four (4) clearlink continu-flo solution sets with duo-vent spike it was observed that there was a cut in the tubing which resulted in a leak. There was no report of patient injury or medical intervention associated with this event. No additional information is available.